Event description:
Upon review by the manufacturer's investigation unit, the inform meter was found to have melting and burning on connector pins 3 and 4. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.